Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as high as 395 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer was guessing the carbohydrates and incorrectly counted the carbohydrates. The carbohydrate (carb) feature in the bolus screen was turned off. Tandem's technical support assisted the contact with turning the carb feature to on. Insulin delivery was resumed.